Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. A simulated treatment was completed without any failures or problems occurring. There were no discrepancies encountered in the internal, visual inspection of the cycler. A device history review found no related problems to the reported.

Event description:
A peritoneal dialysis nurse reported that a patient has not been able to complete treatment for the previous few days due to being (B)(6) over her dry weight and being fluid overloaded. The pdrn stated that when the patient tried setting up her cycler, there were alarms. Pdrn was unable to state how many treatments were missed on the cycler, but stated that once the patient notified the nurse of the cycler issue, the patient began completing manual exchanges. The patient also experienced swelling in the lower extremities. The patient has since received a new cycler, and hasn't had any issues. The patient's dry weight is (B)(6), and dob is (B)(6) 1959.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a patient has not been able to complete treatment for the previous few days due to being (B)(6) and being fluid overloaded. The pdrn stated that when the patient tried setting up her cycler, there were alarms. Pdrn was unable to state how many treatments were missed on the cycler, but stated that once the patient notified the nurse of the cycler issue, the patient began completing manual exchanges. The patient also experienced swelling in the lower extremities. The patient has since received a new cycler, and hasn't had any issues. The patient's (B)(6).